Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Manufacturer narrative:
Additional information was received that the reported complaint would be noted during preuse testing, as contained in the user manual. Unit is designed to alarm, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. There was no evidence of insufficient o2, therefore no reportable malfunction occurred.